Event description:
It was reported that intermittently insulin drips were not observed to be exiting the tubing during the load fill process. There was no reported adverse impact to the customer¿s blood glucose level. The customer declined further assistance from tandem technical support regarding the issue. No additional patient or event information was available.